Event description:
Abbott freestyle libre 3 has too many issues for diabetic reliability. Sensors fail to start or stay operational for their 14-day advertised life. Many times their readings are 20-30 glucose units off when compared to finger prick readings. Often glucose readings "get stuck" in either high reading or low reading modes. Abbott customer service reps rarely speak or understand american "english." They only replace defective sensors after long and detailed interrogation. At that, replacements are often denied when the user is cleared is cleared of culpability.